Event description:
It was reported that during the procedure no fragments came in the collection basket. The physician tried to use the vacuum to aspirate and the pump did not work. The needle remained in the same position, but the equipment screen showed it as if the needle was spinning. Even after releasing the vacuum control it was still shown as activated.

Manufacturer narrative:
H10: manufacturing review: a device history record review and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the device was returned for evaluation. The encor driver was visually inspected upon receipt and found to be contaminated with blood. The device functionally tested and device failed due to contamination. No other anomalies were identified. Therefore, investigation is unconfirmed for reported unintended movement. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2020),

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2020); device pending return.

Event description:
It was reported that during the biopsy procedure, no fragments came in the collection basket. The physician tried to use the vacuum to aspirate and the pump did not work. Reportedly the needle remained in the same position, but the equipment screen showed it as if the needle was spinning, even after releasing the vacuum control it was still shown as activated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing related issue was not identified, therefore device history record and manufacturing reviews are not required. Investigation summary: the device was not returned for service; therefore, the service depot evaluation could not be performed. As the evaluation could not be performed, the investigation is inconclusive, and the definitive root cause could not be determined based on the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2020). H11: b3, b5, h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure no fragments came in the collection basket. The physician tried to use the vacuum to aspirate and the pump did not work. The needle remained in the same position, but the equipment screen showed it as if the needle was spinning. Even after releasing the vacuum control it was still shown as activated.